Manufacturer narrative:
Concomitant: 6936110 rv lead implanted 1995-(B)(6).

Event description:
It was reported that the pace and sense portion of the right ventricular (rv) lead exhibited spikes in impedance that were noted to be high. No intervention took place and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was explanted and replaced.

Manufacturer narrative:
The partial lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.